Manufacturer narrative:
Vyaire medical file identification: (B)(4). A vyaire field service representative(fsr) evaluated the device onsite, checked the unit and confirmed the reported issue. The fsr replaced the gde (gas delivery engine)and called technical support to change the serial number and model string. Performance check was done and the unit passed all test and runs according to OEM (original equipment manufacturer) specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator has circuit occlusion, tidal volume issue and excessive pressure problem at this time there was no information of patient involvement reported with this event.